Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 31g x 8mm, 1ml bd insulin syringes. Consumer reported she has trouble reading lines on syringes and bd should consider making them in "color"; stated because lines/markings are in "black" and "small", its difficult to draw the correct amount of insulin. All three returned samples were examined, and no issues regarding the scale markings were observed. As no manufacturing defects were observed, the alleged issues could not be confirmed. Unable to perform DHR review due to unknown lot number. Root cause cannot be determined at this time as the issues are unconfirmed. H3 other text: see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 328418, batch no: unknown. It was reported that has trouble reading lines on syringes and bd should consider making them in "color", stated because lines/markings are in "black" and "small", its difficult to draw the correct amount of insulin. Stated, her number have been in the low 40's. Consumer reported she has trouble reading lines on syringes and bd should consider making them in "color". Stated because lines/markings are in "black" and "small", its difficult to draw the correct amount of insulin. Stated, her number have been in the low 40's. Stated, she was out shopping one day and she felt light headed so she purchased a drink and someone assisted by giving her a piece of candy until the lightheadedness passed. Stated, she spoke with her doctor and he also has noticed her numbers are coming in low. Stated, she is being careful and does not live alone, she has someone to help her with reading the lines on syringes. Has next doctors appointment on september 5th. Stated ,she will call back in after appointment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. This was discovered during use.the following information was provided by the initial reporter: material no: 328418 batch no: unknown. It was reported that has trouble reading lines on syringes and bd should consider making them in "color", stated because lines/markings are in "black" and "small", its difficult to draw the correct amount of insulin. Stated, her number have been in the low 40's.consumer reported she has trouble reading lines on syringes and bd should consider making them in "color". Stated because lines/markings are in "black" and "small", its difficult to draw the correct amount of insulin. Stated, her number have been in the low 40's. Stated, she was out shopping one day and she felt light headed so she purchased a drink and someone assisted by giving her a piece of candy until the lightheadedness passed. Stated, she spoke with her doctor and he also has noticed her numbers are coming in low. Stated, she is being careful and does not live alone, she has someone to help her with reading the lines on syringes. Has next doctors appointment on september 5th. Stated, she will call back in after appointment.